Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was seeking a medical treatment for chest pains. The customer had high blood glucose before seeking treatment. The customer had a congestive heart failure several days before and had received a defibrillator. The customer's blood glucose was 500mg/dl while being at the hospital, and she was not treated for high glucose. The customer gave herself a bolus of 8.0 units during the call. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. The customer changes the infusion set every three to four days. Recommended customer to change the infusion set every two to three days. The customer's glucose level still was reading high on the blood glucose meter. Advised the customer to seek medical treatment if her glucose level does not drop. The customer changed the infusion set and reservoir and the cannula was bent. No further info was provided.